Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit or failed battery test alarms noted during testing. Device had broken battery cap, cracked lcd window, broken battery tube threads, cracked case at display window corners, cracked reservoir tube window and cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump power off. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer reported that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.